Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 977a260 serial# (B)(4) implanted: (B)(6) 2016. Product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via manufacturer¿s representative (rep). The rep reported that the patient felt stimulation in neck and shoulders which was undesired. The rep reported that the patient also had urinary accidents when stimulation was on. The rep reported that the patient had too much stimulation in one leg over the other. The rep reported that an impedance check was within range. The rep reported that the patient was being scheduled to verify lead placement. No further complications reported. Additional information was received from the rep who reported that the patient met with implanting surgeon on (B)(6). The rep stated that the patient is being scheduled to have system explanted. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received from the manufacturer representative. It was reported that the overstimulation that the patient was experiencing in one leg was due to the lead being placed lateral to that side. According to the patient¿s healthcare provider (hcp), the urinary accidents were not related to the device. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating that the patient was explanted on (B)(6) 2017. No further patient complications have been reported as a result of this event.